Event description:
It was reported that left hip revision surgery was performed. Elevated cobalt and chromium levels and pseudotumor reported.

Manufacturer narrative:
It was reported that left hip revision surgery of a bilateral bhr patient was performed due elevated cobalt, chromium levels and pseudotumor. (Complaint investigation of the right hip performed under c-0201410). During revision, the bhr cup and the bhr head were removed. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. The left bhr was revised to a thr nine years post op. Total synovectomy was performed due to thickened capsule, mild grain staining was observed as well as two large cavitary cysts were identified, one anterior and extending down inferiorly into the pubis and the second one anterior superiorly extending up into the ilium. The two cavitary defects were packed with bone graft and then further packed with liner impactor. Although it was reported that the metal ion were elevated no levels were provided. The intraoperative findings of mild grain staining and large cavitary cysts are consistent with an adverse reaction to metal debris; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
Revision for left side followed a fall..

Manufacturer narrative:
It was reported that left hip revision surgery was performed. Elevated cobalt and chromium levels and pseudotumor reported. As of today, device return and additional information has been requested for this complaint but has not become available. Since neither the underlying medical documents nor device part details were received for investigation no thorough medical investigation, manufacturing record review and assessment of the reported event can be performed. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint. If the products or additional information become available in the future, this case will be reopened. Without additional information about this patient's particular case, our investigation remains inconclusive. No preventative or corrective action has been initiated as a result of this investigation.